Event description:
A caller reported a cartridge alarm 30 during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support resolved the issue by deciding to replace the pump.